Manufacturer narrative:
The final 4 investigations have been completed. 3 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device was not evaluated and no cause was determined, as the issue was identified and resolved through a troubleshooting call between the customer and a stryker quality assurance engineer.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced a fowler unexpected drop/collapse or a litter/lift unexpected drop/collapse. There were 4 events with patient involvement; 1 patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced a fowler unexpected drop/collapse or a litter/lift unexpected drop/collapse. There were 4 events with patient involvement; 1 patient experienced pain.